Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular channel of the stored and real-time electrograms. A lead fracture was suspected. The lead was explanted using laser extraction and replaced with another guidant defibrillation lead. There were no patient symptoms reported with this clinical observation.